Event description:
It was reported by the rep the device was used during a total colectomy. It was reported the clip applier scissored during the procedure. There was no consequence to the pt. 6/15/1998 the rep called on 6/12/1998 to report three mcl20 devices were opened and used on one procedure and all three devices had clips that scissored. The surgeon completed the case by free tying tissue.